Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported power issue. The device was observed to power on and deliver a test shock. There was no device problem found for the power issue. Stryker also observed that the device would not provide any voice prompts and that the magnet in the device lid was missing. Stryker determined that the absence of the voice prompts was due to corrupt memory. The missing lid magnet was determined to be the result of damage to the magnet retainer tabs caused by customer abuse. The returned device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.